Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a display issue with the pump touch screen. Reportedly, the text and graphics were unreadable. The customer's blood glucose level was 227 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.